Manufacturer narrative:
One healing collar (hc455) was returned for evaluation. Visual inspection of the as received product identified excessive wear and deformation around the threads. There were noticeable signs of usage around the cuff and the hex. The healing collar was unable to thread into the test implant drive feature as intended during functional testing. Therefore, the alleged complaint was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs (9658 rev 1-01/15). Healing collars one-stage surgical protocol in a one-stage protocol, the healing collar is threaded into the implant immediately following implant placement. Following placement of the implant(s), irrigate the surgical site with sterile water, and then suction ensuring the implant¿s internal chamber is clear of bone and tissue debris and/or blood. Seat the healing collar into the implant with a 1.25mmd hex tool, ensuring the healing collar and hex tool are in alignment with the axis of implant for proper thread engagement, and then use finger pressure to tighten. Do not use a surgical motor. Once the healing collar is fully seated into the implant, a restorative torque wrench may be used to tighten the component at a setting of 10 ncm. If desired, a periapical radiograph may be taken to verify the healing collar is fully seated. Note: if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment. Carefully replace the soft tissue around the healing collar. Use suture material of choice and suture with one or more of the suture methodologies available. Warnings surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. The instructions for use explains the cause for unable to thread the healing collar into an implant. ¿note: if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment.¿ a singular cause cannot be determined. UDI: (B)(4).

Event description:
The doctor reported during a procedure on (B)(6) 2017, that a healing abutment(hc455) does not screw into the implant. The doctor placed another abutment of the same reference (hc455) in the same surgery.